Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2007 due to an unknown reason. The modular head and femoral stem were removed and replaced. Subsequently, a further revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.